Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated buttons were unresponsive when attempting to bolus. It was also found the buttons would take long to respond. The customer also reported a button error alarm occurring. Customer's blood glucose was 136 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer stated they would continue to use the insulin pump despite being advised not to. Customer declined to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.